Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the corroded lens and instrument channel port was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had corrosion on the light guide lens and instrument channel port. There was no patient involvement.